Event description:
Pt stating one of her new cadd legacy pumps, sn (B)(4), is making a loud grinding noise that is coming from the inside, otherwise pump itself is working fine. No adverse event during this pump issue, pharmacy will send new pump and return box to have malfunction pump sent back. No other info provided. Dose or amount: 2.5mg, frequency: ud, route: IV. Dates of use: from (B)(6) 2012 to ongoing. Diagnosis or reason for use: pah.